Event description:
Medtronic received information regarding a navigation system being used intra-operatively for a cranial resection procedure. It was reported that the screen went black and gave an error 64 after registration, shut down and booted back up and it worked well after. No known impact to patient outcome. There was a surgical delay of less than one hour.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0 h3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 g6) multiple annex a codes were submitted. Annex a code, a0719 applies to rfr code nav5006, annex a code, a0902 applies to rfr code nav4117, and annex a code, a01102 applies to rfr code nav4123. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.